Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging that the pump had an inaccurate delivery issue. The reporter indicated that the patient had blood glucose (bg) levels in the "500-600 mg/dl" range on (B)(6) 2012. The reporter denied that the patient had any symptoms at the time. The reporter reportedly changed out the patient's site, set, and cartridge that same day and his bgs began to come down until the following day on (B)(6) 2012. According to the reporter, the patient's bg level increased again to the "600 mg/dl" range with no symptoms. However, according to an unidentified health care professional (hcp), the patient had "high ketones." The reporter did not think the issue was with the patient's infusion set because it had been changed a day earlier. The hcp reportedly treated the patient with a manual insulin injection. The reporter denied that the pump had any signs of damage or power loss issues. No outstanding alarms were found in the pump's alarm history for (B)(6) 2012. No issues were found with the pump's basal, bolus, and tdd histories. The pump's basal rate setting was confirmed as being correct. The pump's suspend history revealed a suspend on (B)(6) 2012, at 3:16 pm, which resumed on (B)(6) 2007. The reporter claimed that the pump was still suspended during the contact with the anm representative involved in this contact. The reporter was advised to implement a backup plan for insulin delivery and for the patient to come off of the pump. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia and received medical treatment. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
(B)(4):a review of the total daily dose history shows that the daily insulin delivery totals were found to be within specification. A review of the black box and pump alarm history revealed no alarms on the reported complaint date. Typical usage alarms and warnings were observed in the black box download. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The "ezprime" operation was performed with no issues noted. The units remaining were correctly calculated and recorded in pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.